Event description:
During review of a returned homechoice device, a high drain error 108 alarm was identified. This alarm occurred on (B)(6) 2012, during night drain 8. This information meets increased intra-peritoneal volume (iipv) criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause could not be determined.